Event description:
The customer reported, that the endoeye high-definition ii autoclavable video telescope, was found to display a ¿green image¿. The reported problem was found during an unspecified event. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
No further information was provided by the customer. The device history records for the affected serial number was reviewed, without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The referenced device was returned for evaluation. And the customer¿s reported problem was confirmed. Varying purple/green colored images were detected. The image issue was isolated and traced back to a defective video cable unit. The inspection of the device also noted, the light guide fiber composite at the distal end of the outer tube was damaged from stress. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue. And based on previous investigations, the cause can potentially be attributed to the cable pins of video connector are too small for shield cables, and sealing compound within video connector does not seal the soldering joints, and bare cable contacts completely against steam. The referenced component within this report was manufactured after a design change that was implemented to prevent and or reduce reoccurrence of the image error. Olympus will continue to monitor the field performance for this device.